Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were filling the tubing but when she presses the act button, the insulin continues to drip. Customer's blood glucose was 473 mg/dl at the time of the incident. Caller stated that the customer was not wearing the pump during priming. Caller stated that there were about 20 units in the reservoir. The pump status screen has it full black. Caller stated that there isn't a gap between the piston and reservoir stopped. Customer had a low reservoir in the alarm history. Customer was able to connect to the pump and everything checked out okay. Customer's mother declined to troubleshoot for her son's high blood glucose and changed the site due to it being bad.